Manufacturer narrative:
Bayer case number: (B)(4). Lower abdominal pain [lower abdominal pain] prolonged and heavy bleeding [genital bleeding] decreased sensation in my legs [numbness of lower extremities] lack of energy [loss of energy] fatigue [fatigue] case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), genital haemorrhage ("prolonged and heavy bleeding"), hypoaesthesia ("decreased sensation in my legs"), asthenia ("lack of energy") and fatigue ("fatigue"). The patient was treated with surgery (scheduled for essure removal on (B)(6) 2026). At the time of the report, none of the events had resolved. The reporter considered abdominal pain lower, asthenia, fatigue, genital haemorrhage and hypoaesthesia to be related to essure administration. The reporter commented: immediately after the procedure, I experienced decreased sensation in my legs, lower abdominal pain, and lack of energy. When I contacted the clinic, they told me that my body needed to adjust to this, and that the symptoms would disappear within a few months. After the procedure, persistent physical symptoms developed. I experienced prolonged and heavy bleeding, persistent lower abdominal pain, and fatigue. These symptoms persisted and worsened over the years. Despite repeatedly reporting this, they stated that removal of the foreign-body was not possible, and that sometimes not everything can be removed, and complications can arise during removal. I now have an appointment scheduled for removal on 2 april 202. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-jan-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Lower abdominal pain, prolonged and heavy bleeding [genital bleeding], decreased sensation in my legs [numbness of lower extremities], lack of energy [loss of energy], fatigue. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), genital haemorrhage ("prolonged and heavy bleeding"), hypoaesthesia ("decreased sensation in my legs"), asthenia ("lack of energy") and fatigue ("fatigue"). The patient was treated with surgery (scheduled for essure removal on (B)(6) 2026). At the time of the report, none of the events had resolved. The reporter considered abdominal pain lower, asthenia, fatigue, genital haemorrhage and hypoaesthesia to be related to essure administration. The reporter commented: immediately after the procedure, I experienced decreased sensation in my legs, lower abdominal pain, and lack of energy. When I contacted the clinic, they told me that my body needed to adjust to this, and that the symptoms would disappear within a few months. After the procedure, persistent physical symptoms developed. I experienced prolonged and heavy bleeding, persistent lower abdominal pain, and fatigue. These symptoms persisted and worsened over the years. Despite repeatedly reporting this, they stated that removal of the foreign-body was not possible, and that sometimes not everything can be removed, and complications can arise during removal. I now have an appointment scheduled for removal on (B)(6) 2026. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.